Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was a massive heart attack. The customer was found passed out in the driveway after going outside to work and reduce their blood glucose levels. The customer had completed a site change the morning of their passing. The caller did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was 594 mg/dl 20 minutes before they passed, but the doctor said 2 hours later after the heart attack it was 540 mg/dl. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The caller has sent back the insulin pump for analysis.